Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the following errors: exhalation autozero failure, exhalation autozero solenoid cannot open, and patient wye not unblocked. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician performed (extended self-test) and (short self-test) to address the reported problem. The unit successfully passed the required performance verification test.